Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the cuff to a smiths medical portex® bivona® aire-cuf® adult tracheostomy tube would not fully inflate "tightly" when inserted into the patient. It was reported that the cuff did not inflate completely and that it was noted to "stick" to the patient's tracheostomy. The cuff was checked prior to use without issue. There were no reported adverse effects.

Manufacturer narrative:
One portex® bivona® aire-cuf® was returned for analysis. A leak test was performed with air added to the trach with no leaks detected; cuff inflating completely. Based on the evidence the complaint was not confirmed since no fault was found.